Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl with ketones. Suspected cause was due to the customer¿s personal profile requiring adjustments. Reportedly, customer fell and received a few bruises. Customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit. Customer was treated intravenously with fluids of saline and insulin. Customer updated their settings to address the event. Multiple follow-up attempts were made by tandem technical support to confirm if customer was released from the hospital; however, no response was received.